Event description:
Pca tubing was loaded into the pca pump with morphine for the pt's pain control. Pt pushed self-dose button several times over a 45-minute period. Pain was not relieved. Nurses investigated and found that the tubing was leaking at the seams of the pump cartridge pca tubing was replaced with new set from a new lot, which worked as usual.